Event description:
The physician was attempting to implant an endeavor sprint rapid exchange (rx) drug eluting stent to treat a tight and diffuse lesion in the lad that was reported to severely calcified. It was reported that the lesion was pre-dilated; however the physician could not pass the stent to the target lesion. No patient injury occurred and no clinical sequelae were reported. On review of the returned device the stent was not present. If is unknown if the stent dislodged in the patient. Evaluation summary: the stent delivery system was returned without the stent. Crimp impressions were evident along the balloon. The distal tip was stubbed.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent dislodgement), patients conditiona affected effectiveness of device (severe calcification). Conclusion results: device failure/lack of effectiveness related to patient condition (severe calcification).